Manufacturer narrative:
Corrected data d4, h4 additional manufacturer narrative reported event an event regarding crack/fracture involving a mrh femoral component was reported. The event was confirmed via provided photo and clinician review. Method & results -product evaluation and results: the reported device was not returned however photographs were provided for review. The photos show an explanted mrh femoral component with stem, massive bone tissue and blood on it. Fracture of the lateral condyle of the femoral component was noticed. -clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports that a 23 year old gentleman underwent implantation of a tumor type prosthesis for giant cell tumor in 2009. He did very well until 2015 when a revision was carried out. He again did well until 2021 when he was felt to be on stable and intraoperatively a fracture of the lateral condyle of the femoral component was found. A successful revision was carried out. I can confirm that this event took place since I was able to review the narrative and see intraoperative and postoperative photos and x-rays. Regarding the possible root cause of this event, I cannot determine it with certainty. Loosening and breakage of these types of processes are common complications especially when implanted in an extremely young patient who is physically very active. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's knee was revised due to mrh femoral implant broken. The reported device was not returned however photographs were provided for review. The photos show an explanted mrh femoral component with stem, massive bone tissue and blood on it. Fracture of the lateral condyle of the femoral component was noticed. Clinician review also confirmed the event. The exact cause of the event could not be determined. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It has been reported "patient mrh femoral implant was broken and only found during the surgery on (B)(6) 2021. The last revision done around 2015".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It has been reported "patient mrh femoral implant was broken and only found during the surgery on (B)(6) 2021. The last revision done around 2015".